Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery indicator is not functional.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested from the customer regarding the repair and evaluation of the device with no response. If additional information is received a follow-up report will be submitted. Device not available for evaluation.